Event description:
It was reported that during insertion, it became impossible to inject or remove water from foley catheter, so it was simply pulled out and removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. There is no allegation against a bd product but on a component in the tray. This report is being submitted as additional information. The reported event was confirmed- other. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no issues. Balloon concentricity ok. With the return syringe attached the balloon deflated 1 ml within 5min. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no issues. With the (in-house) syringe attached the balloon passively deflated 10 ml within 02min56sec. The reported failure could not be replicated; however, the failure is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during insertion, it became impossible to inject or remove water from foley catheter, so it was simply pulled out and removed.